Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 11-jan-2016 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that, on (B)(6) (2015), her two fallopian tubes and her left ovary were removed. She only had 1 essure inserted in the right tube and states that when essure was inserted on the left side, she had hemorrhage and essure was possibly expelled. A final examination was performed to establish the correct position of essure and it was seen that her left tube had a malformation and she had only been pregnant with her right fallopian tube. According to her, the reason for removing esssure of that tube was that she has been experiencing many punctures sensation episodes in groin area, lumbar pain and many headache episodes; although her gynecologist considered that only puncture sensation in groin area is related to essure. Company causality comment: this is a non-medically confirmed spontaneous report that refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had groin pain, so she had her two fallopian tubes, left ovary removed and essure removed (only had 1 the other one was possibly expelled). She also stated that when essure was inserted on left side, she had hemorrhage (interpreted as procedural bleeding). Groin pain and procedural bleeding are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, the consumer reported groin pain, considering its proximity to where essure coils are inserted, a causal relationship with essure cannot be excluded. Also, since the bleeding occurred in association to essure insertion procedure, this bleeding is assessed as related to essure. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow up information received on 02-may-2016: no further information was provided despite follow up attempts. (B)(4).

Manufacturer narrative:
Follow-up received on 01-sep-2016. Quality-safety evaluation of ptc result: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: groin pain. The analysis in the global safety database revealed 06 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a non-medically confirmed spontaneous report that refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had groin pain, so she had her two fallopian tubes, left ovary removed and essure removed (only had 1 the other one was possibly expelled). She also stated that when essure was inserted on left side, she had hemorrhage (interpreted as procedural bleeding). Groin pain and procedural bleeding are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, the consumer reported groin pain, considering its proximity to where essure coils are inserted, a causal relationship with essure cannot be excluded. Also, since the bleeding occurred in association to essure insertion procedure, this bleeding is assessed as related to essure. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.